Event description:
Customer reported receiving an error-3 message when attempting to apply a sample. When she was assisted to re-set her device, it was determined the locked meter was now unlocked. Making the uom selectable. There was no serious injury, death or mistreatment.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.